Manufacturer narrative:
Submit date: 09/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit has a defective rotor. Upon triage on (B)(6) 2016, it was discovered that the unit's rotor turns clockwise.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump gearbox rotating in reverse¿. The unit was triaged and the reported issue was confirmed. Previously an investigation documented under report no. T-4372-172, rev no. 2 was performed by r&d regarding the issue of gearboxes prematurely wearing, which can cause the gearbox to rotate in reverse. Per the r&d study the most likely cause of this issue is due to the shaft material that was used. Design enhancements were put in place in february 2016 to enhance the strength of the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.